Event description:
It was reported that the device was opened and prepared according to the IFU. During the procedure, the physician had difficulty advancing the wire and used a hemostat to advance it. The wire became stuck and the whole system was removed from the body together as a single unit. The procedure was aborted. Additional information from the customer stated that no visual damage was initially observed on the device when it was removed from the packaging and during preparation. The device was not broken into 2 pieces and no protruding parts were observed. All portions of the catheter appeared to be accounted for when it was removed from the patients. The lesion was described to be cto, non-tortuous but highly calcified. No patient injury or adverse event was reported. The patient was discharged as expected.

Manufacturer narrative:
(B)(4). To date, no other complaints was reported for this same failure mode within this lot. The device has not yet been returned to the manufacturer however a full evaluation will be conducted when the device is received and a supplemental report will be submitted when the investigation is completed. We will continue to monitor complaints for this failure mode via our standard complaint review process and data trending activities.